Event description:
(B)(6) 2015, siemens was informed that a stool, located underneath the table of the ysio max system, got jammed by the ogp drive. The table could not be moved and the customer had to use force to move the table upwards to remove the stool form the collision zone. No patient was present on the exam room during the event. There are no injuries attributed to this event. The functions of the table were reestablished by siemens local service on the same day. The reported event occurred in (B)(6).

Manufacturer narrative:
The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. This report was submitted february 10, 2015.